Manufacturer narrative:
Additional product component: model number/catalog number: 72404156; serial number: null; batch/lot number: 534085012; model/catalog description: reservoir 100ml pc/iz.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Product analysis: fluid loss reported. The ams700 device was visually inspected and functionally tested. There was a hole in one cylinder that was the result of input tube wear. The other cylinder had multiple leaks in the cylinder body and rear tip that were the result of wear at a fold and wear at the corner of a fold. Both cylinders had buckling folds. The pump was not functionally tested due to contamination. Reservoir analysis: fluid loss reported. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. Additional product component: model number/catalog number: 72404156. Serial number: null. Batch/lot number: 534085012. Model/catalog description: reservoir 100ml pc/iz.

Event description:
It was reported that the patient experienced fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.